Manufacturer narrative:
PMA/510(k)#: p100022/s001. The ziv6-35-125-6.0-120-ptx stent of lot number c776874 was implanted in the patient therefore is not available for evaluation. With the information provided a document based investigation was carried out. It was confirmed that images would not be available to support the complaint investigation. According to complaint information provided, the patient had pre-existing conditions including carotid disease, hypertension, hypercholesterolemia and was a previous smoker. In addition worsened claudication and worsened rutherford were observed on the patient. It can be noted that these symptoms indicate progression of peripheral artery disease and can also be associated with the restenosis process. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to (or amplifies) the restenosis process. It may be noted that the surface of the zilver ptx stent is coated with the drug paclitaxel to help prevent subsequent restenosis of the artery. It can be therefore stated that it is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction; however a definitive cause of this event cannot be determined. Due to lack of imaging no other comments can be made. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. It may be noted that restenosis of the stented artery is a known potential adverse event associated with placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to information provided pta was performed and the patient¿s conditions improved. No other adverse events were reported for the patient. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
On (B)(6) 2012: four zilver ptx stents as below were placed in left sfa of a male patient. Ziv6-35-125-6.0-120-ptx lot#:c775583; ziv6-35-125-6.0-120-ptx lot#:c776874; ziv6-35-125-7.0-60-ptx lot#:c772905; ziv6-35-125-7.0-40-ptx lot#:c772908. On (B)(6) 2015: 100% restenosis was confirmed in the stented lesion. Worsened claudication and worsened rutherford were observed on the patient. On the same day, pta was performed against the restenosis. On (B)(6) 2015: although the condition directly after the pta performed on (B)(6) 2015 was not reported to cook, according to the physician, the condition of the patient had improved as of (B)(6) 2015. As four devices are suspected as involved in this event a separate report has been submitted for each suspect device. Reference also related reports 3001845648-2015-00310, 3001845648-2015-00311 and 3001845648-2015-00312.